Manufacturer narrative:
Evaluation has been completed. Refer to the attached failure investigation summary report for detailed findings. The reported event was caused by contamination of the exhalation valve and exhalation flow sensor from aerosolized medication associated with nebulizer treatments. There was no evidence of a ventilator design defect, manufacturing defect, or software malfunction. Post-event testing confirmed that cleaning the exhalation valve and flow sensor restored normal ventilator function. The observed failure mode is consistent with warnings and maintenance instructions in the nkv-440 operator¿s manual regarding nebulizer use and the need for expiratory filter replacement, and cleaning of the exhalation valve. The ventilator alarms functioned as designed by detecting abnormal conditions caused by contamination of the expiratory pathway.

Event description:
It was reported to nkom that during initiation of nebulizer treatment, the ventilator began generating "circuit disconnect" and "circuit obstruction" alarms. The respiratory therapist (rt) observed that the displayed exhaled tidal volume (vte) and respiratory rate (rr) intermittently fluctuated between appropriate values and zero, despite the patient continuing to breathe and trigger the ventilator. As a precaution, the patient was disconnected from the ventilator and manually ventilated with a resuscitation bag before being transitioned to another ventilator. There was no patient harm as the patient remained stable before, during, and after the event. Follow-up information from the rt on (B)(6) 2026, stated that the patient received duoneb nebulizer treatments every 6 hours and was lavage suctioned as needed. Troubleshooting was performed, including inspection of the patient circuit for disconnections, leaks, or occlusions, and lavage suctioning of the patient, which yielded an insignificant amount of secretions. Additionally, the ventilator was reported to emit an intermittent motorized or whirring noise. When the patient was placed on another ventilator, the patient tolerated the same ventilator settings on the replacement device without further issue. The hospital user stated that at the time of the event, hospital policy required replacing the hepa filter monthly. The user further indicated that updated instructions now require daily hepa filter replacement. The hepa filter had not been changed on the day of the event. The reporting hospital declined to provide patient demographic information. Nkom conducted an evaluation and concluded that the reported event was caused by contamination of the exhalation valve and exhalation flow sensor from aerosolized medication associated with nebulizer treatments. There was no evidence of a ventilator design defect, manufacturing defect, or software malfunction. Post-event testing confirmed that cleaning the exhalation valve and flow sensor restored normal ventilator function. The observed failure mode is consistent with warnings and maintenance instructions in the nkv-440 operator¿s manual regarding nebulizer use and the need for expiratory filter replacement, and cleaning of the exhalation valve. The ventilator alarms functioned as designed by detecting abnormal conditions caused by contamination of the expiratory pathway.